Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.5 was failed. A field service engineer (fse) opened the back panel, removed the entire drawer, and replaced the controller board. The drawer was fully configured, and all failed mini drawers were recovered. Multiple hardware test application was performed, and the pharmacy technician confirmed proper operation by completing inventory of the entire drawer. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 1.5 was failed. The customer stated that they tried hard reboot, but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.